Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment involving two vials of onyx. It was reported that after injecting onyx through the catheter, onyx could not be visualized at the distal tip of the catheter. Injection was stopped and the catheter was withdrawn from the patient. A second vial of onyx was then used and after the first injection with approximately six minutes of waiting time, the onyx that was advanced in the microcatheter could not be visualized and the procedure was concluded as the physician could not regain access to the nidus.the patient was reported to be doing fine.same event as MDR# 2029214-2013-00943.

Manufacturer narrative:
Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The onyx vial was returned for evaluation. The evaluation could not determine the cause of the event as the vial was empty. (B)(4).